Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform ii system 1, medwatch with identifier (B)(6) is inform ii system 2, medwatch with identifier (B)(6) is inform ii system 3.

Event description:
Caller reported neonate blood glucose results of 41 mg/dl on inform ii system 1, 56 mg/dl on inform ii system 2, and 38 mg/dl on inform ii system 3 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.